Event description:
Pt underwent ptca to reestablish flow from blocked right coronary artery. Attempts made by md to pass different stents without success; vessel occluding. Multiple angioplasties attempted; unsuccessful in reopening vessel. While md withdrawing stent into the guiding catheter, the guide disengaged from the ostium of the right coronary artery and the stent was sheared from the delivery balloon by the tip of the catheter. A snare brought the stent from the left ventricle to the left iliac artery, where it embolized and was left.